Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 338 mg/dl at the time of incident and the current blood glucose of the patient is 327 mg/dl. Customer report other blood glucose values were 418 mg/dl, 285 mg/dl, 452 mg/dl, 253 mg/dl, 315 mg/dl, 388 mg/dl, 312 mg/dl, 284 mg/dl, 293 mg/dl, 256 mg/dl, 256 mg/dl, 401 mg/dl, 426 mg/dl, 334 mg/dl and 227 mg/dl. Customer report they did not allege pump was under delivering. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump and bolus. The customer declined troubleshooting. The insulin pump will not be returned for analysis.